Event description:
No further event information is available at the time of this report.

Manufacturer narrative:
Product and product photos were returned and evaluated. A visual evaluation of the returned product and provided photos found that the outer sterile blister was cracked open. The inner sterile blister exhibited no damage and sterility was intact. Sterility had not been compromised. Medical records were not provided. Review of the device history records identified no deviations or anomalies during manufacturing. The reported event was not related to a combination of products; therefore, a compatibility review was not applicable. The condition of the device when it left zimmer biomet is considered conforming to specification. The reported issue was confirmed by evaluation of the provided photos and the returned product; however, sterility had not been compromised. The root cause of the reported event can be attributed to transit damage. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Manufacturer narrative:
(B)(4). G2: foreign: country: czech republic; customer has indicated that the product is in process of being returned to zimmer biomet for investigation. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that the sterile package cover was found opened and not secure. It was also reported that there was no patient involvement and no delay of surgery. Another implant was available to be used to finish surgery smoothly. No additional information was available.